Event description:
Caller reported waking from insulin/shock. Patient took a blood glucose reading with freestyle and received 83mg/dl. Patient experienced a cold sweat and ingested milk and a cookie. Patient lost consciousness again. The police and paramedics were called. The police meter gave a reading of 119mg/dl. The paramedic meter yielded 85mg/dl. Patient was not admitted to the hospital, but was treated intravenously.